Manufacturer narrative:
There was no device available for analysis and the reported device performance allegation cannot be confirmed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with his artificial urinary sphincter (aus) device several years after implant. The patient underwent a surgical procedure in which all components were explanted and replaced. Upon explant, fluid loss was observed in the cuff component. No patient complications were reported.